Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump failed to power on due to moisture damage in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no further evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.